Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24 sept 2016 so no UDI required.

Event description:
It was reported the newborn patient passed away after a complicated birth and the customer requested a device evaluation. There was no indication of malfunction or that the device caused or contributed to the reported death; therefore, good faith efforts are being performed.

Manufacturer narrative:
No functional testing was performed by philips. The customer declined support from the philips service team at this time. Good faith effort (gfe) attempts were made to obtain additional information regarding this event. However, the customer has not supplied additional information. The cause of the issue is unknown and the issue is not confirmed. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The following functional tests were performed: the avalon fm50 was returned for bench repair for evaluation. The unit was powered on, and it booted up with normal display graphics. The bench could not duplicate the failure as described by the customer. The complaint was escalated for technical investigation, and a philips product support engineer (pse) reviewed the strips and provided data from the event, and this issue shows instances of coincidence as the measured values follow a similar trend. When the cross-channel verification detects that the signal of the maternal heart rate coincides with the fetal heart rate (fhr), the coincidence inop is issued. Since the provided strips are not from the avalon fetal monitor, we can only assume that it was issued correctly by the device. Below are excerpts from the avalon fetal monitor instructions for use instructions for use (IFU) fm20/30, fm40/50, avalon cl 453564898421 release l.3 rev. A.40.00 pages 165-167: coincidence of maternal pulse and fhr. When the maternal pulse and fhr are being monitored, and the measured values are very similar or the same, the coincidence question mark is displayed on the monitor¿s screen above both of the corresponding numerics (in this case maternal pulse and fhr). Often the signal loss or coincidence happens because the fetal or maternal movement displaced the ultrasound transducer, and a repositioning of the transducer is necessary. Recommended actions for coincidence inop. 1. Confirm fetal life by palpation of fetal movement or auscultation of fetal heart sounds using a fetoscope, stethoscope, or pinard stethoscope. 2. Manual determination of the maternal pulse and comparison with the fetal heart rate sound signals from the loudspeaker. 3. Reposition the transducer, or ensure that the fetal scalp electrode is placed correctly, until you receive a clear signal and the monitor is no longer issuing the coincidence inop. 4. In case of difficulties deriving a stable maternal pulse reading using the toco mp or cl toco+mp transducer, use spo2 or the cl spo2 pod instead. In case of similar problems with the pulse measurement from spo2, use mecg instead. Reasons to switch the method for deriving a maternal pulse or heart rate include: motion artifacts, arrhythmia, and individual differences in pulse signal quality on the abdominal skin (via toco mp). 5. If you cannot hear the fetal heart sounds, and you cannot confirm fetal movement by palpation, confirm fetal life using obstetric ultrasonography. Based on the information available and the testing conducted, the fetal monitor was working as intended. The reported problem was not confirmed. The monitor was confirmed to be operating per specifications and no failure was identified.

Event description:
It was reported that on (B)(6) 2024, the maternal and fetal heart rates were tracing together. The mother was at 38 weeks 6 days gestation at the time of the event, and the newborn passed away secondary to hypoxia.